Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72", "defib fault 79", and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.